Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for hemostasis after polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue, however, the clip did not initially release from the catheter. It took a few moves to release the clip, which separated and left a piece of metal in the patient's intestine. The metal was electively removed using biopsy forceps device and the procedure was completed with original device. There were no patient complications reported as a result of this event.